Manufacturer narrative:
Product complaint #: (B)(4). Additional information was requested and the following was obtained: what were the indications for surgery? Oncology. Patient with a cancer. What specific surgical procedure was performed? Colectomy. If the surgeon suspected a problem, what was the problem and what was done to address the problem in the original surgery? The doctor did not suspect the problem at the time of the shot. Everything occured from normality. He waited 15 seconds, noticed the ring removed at the end of the shot after the anastomosis through the clamps. If he had suspected he would have used another cdh product or done manual anastomosis. What healthcare professional fired the device and what is his/her experience with the device? The doctor who fired, has a lot of experience using cdh and the same product of the competition. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? High-b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was the device difficult to close? No. Was the device difficult to fire? No. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Were the donuts inspected? If so, please describe. Yes. Inspection was done and visually they were perfect as other previous surgeries was a complete transection of the white breakaway washer visually confirmed? Yes. Was a leak test performed? If so, what was the result? Yes as expected. Can you please clarify the failure in the staple line that occurred? Only postoperative problems were perceived with the clinical evolution of the patient. Surgery ended with no apparent problems but in the second postoperative period, patients had bleeding and the need for further surgery, and the problem was verified were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. During surgery, it was not only observed postoperatively what was the total estimated blood loss (ml)? 300 a 400ml. Were blood products administered? No. Were any further interventions necessary? If so, please describe. In the postoperative period before the evolution, surgery was performed and the suture was remade manually and the patient was referred to the ICU what is the current status of the patient? Patient is recovering, after 1 month is already in the room recovering and soon we expect to be discharged. Is the patient still in the hospital? Yes.

Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What specific surgical procedure was performed? If the surgeon suspected a problem, what was the problem and what was done to address the problem in the original surgery? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Was a leak test performed? If so, what was the result? Can you please clarify the failure in the staple line that occurred? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. What was the total estimated blood loss (ml)? Were blood products administered? Were any further interventions necessary? If so, please describe. What is the current status of the patient? Is the patient still in the hospital?

Event description:
It was reported that the patient was submitted to surgery on (B)(6) 2019 and used the device. According to the doctor, he already suspected about the stapling at the time of the procedure but did not intervene again. Hours later patient presented bleeding and a new intervention was performed where the doctor observed failure in the staple line. He performed a suture resection of the site and referred the patient to care in the ICU. Doctor decided to leave patient open for any interventions that were necessary for cleaning. Patient is still hospitalized.